Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. This device is included in medical device field correction notification, "difficulty in opening and removing spinous process clamps" (B)(6). The revised instructions for use (IFU) were provided with the notification. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the spine clamp could not be removed from the spinous process. It was reported that the spine clamp was tightened onto the process and could not be loosened. It was reported that a cobb was placed between the bone and clamp to remove the clap. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.